Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab catheter did not inflate as intended. The iab was then removed safely from the patient and replaced with a new iab. Therapy was successfully continued with the new iab. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood found on the exterior of the catheter with the one-way valve attached. One kink was found on the inner lumen within the membrane approximately 21.6cm from the iab tip. Inner lumen found to be occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab catheter did not inflate as intended. The iab was then removed safely from the patient and replaced with a new iab. Therapy was successfully continued with the new iab. There was no reported injury to the patient.